Manufacturer narrative:
Additional devices listed in this report: cat # 6260-4-122, lot # unknown, description: 22.2mm std v40 head. Cat # 1236-2-242, lot # unknown, description: restoration adm x3 ins. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that an I&d wash-out/poly exchange (possible infection) was performed. During the revision, the femoral stem was found to be loose.